Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible right ventricular (rv) lead oversensing as there was one monitored episode of non-sustained high rate. Additionally, there was possible atrial lead undersensing observed. It was also noted that there was possible failure to capture on leads. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.